Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record (DHR) was reviewed and there were no issues found. One (1) photo and one (1) physical sample were provided for evaluation. The reported condition was confirmed; however, the exact root cause could not be determined based on the available information. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they have had reports of the devices coming out of the package broken. The customer provided a photo that shows the safety and cap separated from the syringe.